Event description:
It was reported the patient had a bladder infection and ¿maybe¿ a kidney infection. The bladder infection had been ¿coming on¿ the last 2-3 days. It was stated the patient had been urinating frequently and it had been more over the last 2-3 days due to the bladder infection. It was indicated that the bladder infection made it painful for the patient to urinate. It was noted the patient was in the hospital and the stay was not related to the device. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va03gdr, implanted: 2013-(B)(6), product type lead. (B)(4).